Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Investigation relealed that one screw of the device is completely missing. The remain nut was highly bent and damaged. The most prbable root cause is mechanical overload which resulted in the breakage of the screw the event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline device. According to the information received, the forceps fell off from rest of the instrument when the instrument was used. No patient harm was reported. No additional information provided.